Event description:
It was reported that high capture thresholds, decreased impedance, and low sensing were observed. During the lead revision procedure, the set screw of the device came all the way out of the header. The physician was able to get the set screw seated again, but decided to replace the device due to patient safety concerns. A new device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found that the atrial and rv/svc set screws had silicone, septum material in their hex cavities. The silicone material found inside each set screw hex cavity could have prevented full insertion of the torque driver into the hex cavity.